Event description:
The event was reported to vascutek as follows: the operation was performed in (B)(6) 1995. Since then, the patient has been under f/u. (B)(6) 2007 - CT examination resulted in "no anomaly observed". (B)(6) (year not given) - CT was performed which didn't identify any symptoms. (B)(6) 2014- angiograph carried out; did not reveal any obvious findings. (B)(6) 2014- angiograph examination, including CT and MRI was performed; a blood leak was detected at the base of the left branch of the graft. (B)(6) 2014- a graft replacement surgery was performed to replace the graft in question, where blood oozing was confirmed at the base of the left leg of the graft. No generation of a false aneurysm was confirmed.

Manufacturer narrative:
Device being evaluated in terumo (B)(4) - not returned to vascutek. Device being investigated by terumo (B)(4). Qc and manufacturing records reviewed, qc and manufacturing records show device was manufactured to design specification.